Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that in an unknown number of wafers out of a box of 10 wafers, the hole was off centered. His usual wear time was 5 days. Reportedly, his wear time with affected barriers decreased to 2-3 days, but they might "stay on longer". The end user did not use any other products and there was no harm reported. No photo is available at this time.